Manufacturer narrative:
Product analysis: as found condition: the apollo microcatheter was returned for analysis inside the inner pouch, a biohazard plastic bag, and a shipping box. Damage location details: the 3.0cm detachable tip was missing and not returned with the apollo microcatheter. No damage was found on the catheter body. No irregularities were found with the apollo hub. No other anomalies were observed. Testing/analysis: the apollo usable length was measured at ~164.5cm (specifications: 165.0cm ± 2.5cm). The ldpe coupling tube overlap length was measured to be ~1.43mm, which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found patent. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the event was not determined. There was no resistance was the apollo was being advanced or retrieved. The apollo tip end was automatically detached before the injection started. The apollo tip is located in the ophthalmic artery. There are no futrue plans to retrieve the catheter tip. No note of vessel calcification was found. There was no damage noticed on any devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an apollo catheter tip prematurely detached. The patient was undergoing surgery for treatment of an arteriovenous malformation. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a 2mm diameter. It was reported that the surgeon selected microcatheter 105-5096-000 for embolization. Before the tip reached the lesion site, the detachable part of the microcatheter tip automatically detached at the ophthalmic artery segment. There was no friction or difficulty during injection. The tip was left inside the patient's skull. There was no force applied during removal. The catheter tip was not entrapped/stuck and there was no vasospasm. There was no surgical or medical intervention required. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.